Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was loaded with a fully fired single use loading unit (sulu). There were no visual or functional abnormalities noted during pmv testing. The loading unit was reset, reloaded into the instrument and cycled with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. This event was previously submitted on a summary report.  Subsequently, medtronic has received additional information which is being submitted via this 3500a.

Event description:
According to the reporter, during a procedure it was found that were defective stapler, the staples did not fire. Manual suture was performed to complete the case. There was no patient injury.